Event description:
The land involved in this MDR report was explanted 10 days after implantation and returned for analysis, because it was observed that the screw mechanism was not working, during re-intervention. However, the reporter further stated that; it was difficult to find the right position in the atrium with the new lead to obtain satisfactory electrical characteristics. Several attempts were probably made at implant to position and fix the retractable screw lead.